Event description:
Patient's ett tube hub became dislodged multiple times resulting in patient being disconnected from ventilator and desatting. Tape was used to hold hub and ett tube together, but would still disconnect often. Rt had no other options to resolve issue.